Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues it was reported t hat "on the 1st" the patient went to a couple stores and felt a vibration all over their body, from "chest on down". Patient stated the vibration stopped when they went outside. Patient was not sure if the stores had security devices in place, patient said they did not think so. Patient stated they went into a different store today and felt the same sensation. The patient stated they weren't able to connect with ins to decrease stimulation. Walked the patient through connecting to ins. Patient stated they had had a communicator plugged in previously. Patient was able to connect to ins. Patient tried decreasing stimulation, but stated they did not notice a change in the vibration feeling. Patient will turn ins off if decrease in stimulation does not improve sensation. Redirect to doctor if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back to review connecting with ins. Patient mentioned previous call regarding "vibrations" after visiting stores. Patient stated they have had ins turned off, but have appointment with hcp tomorrow and want to review how to turn it back on if needed. Agent walked patient through connecting with ins and how to turn back on. Patient mentioned that they turned ins off because of "taser like pain" and that even with ins off they are still experiencing "a little vibration" if they sit too long. Patient also mentioned that the "taser like pain" went up their leg on the left side and they have an amputation on that side as well. Patient said as long as they are laying down it doesn't bother them. Patient explained previously noted experience of feeling "vibrating on the floor" in stores "3-4 times". Patient will follow up with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.